Manufacturer narrative:
Concomitant products:product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead .product ID: 37752 serial# (B)(4), product type: recharger.product ID: 37743 serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. She last charged a week prior and last felt stimulation one week prior. The patient was 6.5 months pregnant and had leg pain that was on and off. She started to get the leg pain the day of the report and wanted to use the stimulator but couldn't charge it or turn it on. The patient was unable to connect with the recharger or programmer. Additional information about troubleshooting, interventions and outcome was requested. If received, a follow up report will be sent.